Event description:
With both items, first anchor was deployed successfully. Needle was then inserted a second time and on attempt to deploy second anchor both times needle misfired. Additional information confirmed that t1 remains in the patient.

Manufacturer narrative:
Two devices were returned and evaluated by quality engineering. The 1st device had no implants on the needle. The deployment knob was repeatedly actuated and each time, the actuator pushrod cycled to the proper deployment location as intended. The 2nd device still had t-2 on the needle. The deployment knob was actuated and the actuator pushrod properly drove t-2 off of the needle as intended. The failure mode could not be replicated. Based on these observations, there is no root cause related to the manufacture of the device. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).